Manufacturer narrative:
Per (B)(4). Has been requested in order to progress with the investigation of this event, however this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of the manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported instability could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner after approximately 1 year and 9 months due to stability issues.

Event description:
Trinity revision of the ecima liner after approximately 1 year and 9 months due to stability issues.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including: post primary and pre revision x-rays, operative notes (primary and revision) patient age, activity level, patient medical history. Did the patient follow the correct post-op protocol. Did the patient experience any slips/ falls or other trauma post primary? An update on the patient post revision. Has been requested in order to progress with the investigation of this event, and if received will be provided in an supplemental report upon completion of the investigation the relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report.